Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Unable to verify pump error 63 alarm and low reservoir anomalies due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label, cracked battery tube threads, cracked battery tube threads and cracked case corner of belt clip rails. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Unable to verify pump error 63 alarm and low reservoir anomalies due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 (hardware low-level failures ), low reservoir anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.